Manufacturer narrative:
The technician found that brake steer caster was worn out. He replaced brake steer caster from hospital stock and adjusted brake mechanism to assure proper braking. Problem was resolved.

Event description:
Account alleged, the brakes were no holding satisfactorily.